Event description:
It has been reported to philips that the c-arm stopped moving. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information system was in clinical use and the patient was undergoing treatment, which was delayed and was completed by restarting the system. It was reported that the equipment was blocked, and the table brakes are removed. Upon further inspection, philips field service engineer (fse) visited onsite and detected electrical fluctuations and the disconnection of geometry and generator is due to sporadic disconnections of the electrical network. Fse requested the biomedical staff to study the electrical network and its stability. After the functional tests, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the equipment was blocked, and the table brakes are removed issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.